Manufacturer narrative:
(B)(4). D10: cruciate tibia tray 63mm, #item unk, #lot unk. Left ilok vanguard femur 60, #item unk, #lot unk. 28 series a patella, #item unk, #lot unk. Therapy date: unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient has been indicated for revision due to alignment issue. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.